Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The complaint was unable to be duplicated with investigation. Review of the pump¿s black box revealed no evidence of excessive power use. Moisture was observed in the battery compartment; moisture testing revealed a battery compartment leak. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electrical power draws were within specification. No damage or defect was found to the pump power circuit. Unrelated to the complaint, moisture was observed on the pump¿s force sensor.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.